Event description:
It was stated that the insulin pump had a crack in the casing. The customer was contacted, and the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a cracked reservoir tube.